Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited an infection. In addition, the patient was experiencing an increase in heart rate and felt better after being treated with antibiotics. No additional adverse patient effects were reported. The ra lead remains in service.